Event description:
Reporter alleged that the multiclix lancet needle broke off into his thumb. No action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.